Event description:
Customer alleges they were transferring the patient from a wheelchair to the jeri chair the left rear wheel bent inward and fell off. The patient weight is 309. The lift tilted to the side and the patient fell to the floor. Ra number pending address change added ra number to oracle.

Manufacturer narrative:
(B)(4). The expanded evaluation the caster had come loose from the base due to a threading issue which prevented the left rear caster screw from tightening to the frame. The caster bending inward and the tipping alleged was confirmed.

Event description:
Customer alleges they were transferring the patient from a wheelchair to the jeri chair the left rear wheel bent inward and fell off. The patient weight is (B)(6). The lift tilted to the side and the patient fell to the floor. Ra number pending address change added ra number to oracle

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.